Event description:
The event is reported as: the legs of the staples did not come out evenly. The event occurred during use, but it caused no harm to the pt.

Manufacturer narrative:
Device evaluated by MFR. The device sample is available for evaluation. The device sample was not returned at the time of this report.